Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an over infusion. The patient was being infused piperacillin, 12.5 ml per hour for 4 hours and it infused within 3 hours. There was no known patient injury or medical intervention associated with this event. No additional information is available.